Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the black part of the tip that goes in the body was unravelling". The procedure was completed with an alternate, same-like device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was no fragmentation of the device that came into contact with the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, however the provided photographic evidence exhibits the reported event. A likely cause of the event is due to use of the probe during long activation times at high power settings. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the black part of the tip that goes in the body was unravelling.¿. The procedure was completed with an alternate, same-like device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was no fragmentation of the device that came into contact with the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.